Event description:
Post-operatively, the pt showed left hemiplegia that improved after 40 hours. A CT scan showed a lacunar lesion in the right basal ganglions area. Mechanical ventilation was extended 42 hours due to the pt's neurological condition. The pt did not receive anti-coagulants following surgery,